Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 8th stent wrap with struts raised. No deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. Image/photograph review: a photograph of the device was provided. The returned image shows the distal portion of the device, there appears to be struts protruding in the mid stent region. However due to the image quality, this cannot be confirmed. No other deformation is visible on the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was attempted to be used to treat a severely tortuous, moderately calcified lesion in the distal cx artery which exhibited 65% stenosis. There was no damage noted to the device packaging. There were no issues removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It is reported that stent deformation occurred in vivo during positioning to the lesion. The physician did not complete the procedure. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.